Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2021-50417. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no complaint against the device.

Event description:
Patient reported "leaking at valve" and "rupture". Healthcare professional reported "burning" and "rupture" not confirmed. Later patient reported "exchange with no complaint against the device". This record is for the right side. Device remains implanted.